Event description:
Product analysis was completed on the suspect device. The complete lead assembly was returned in one piece with three tie downs. Three sets of setscrew marks were seen on the connector pin, indicating that the lead was properly inserted into the generator. Dried bodily fluids were observed on the outer tubing and helices in a few places. The coils are kinked in two places, likely due to explant procedure. The white and green helical ribbons are creased, likely due to explant procedure. Continuity checks from the ring to white ribbon and pin to green ribbon showed no open circuit conditions. Product analysis worksheet was reviewed and no anomalies were seen. Photos were reviewed with no anomalies seen. The allegation of ¿high impedance" was not confirmed. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. Based on the findings in the product analysis lab, other than typical implant/explant related observations, no anomalies were identified in the returned lead assembly.

Event description:
It was reported that during the patient's initial implant, the physician received high lead impedance, so they called for troubleshooting. After using test resistor and making sure lead was fully inserted, they still got high lead impedance with the lead, but generator was working fine. The surgeon removed everything as physician reported it may be due to the patient's anatomy. The patient's nerve is atrophied and surgeon stated that the smallest lead is still too large. Another lead was ultimately implanted. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without device history record. D4, device information, corrected data: initial report inadvertently submitted with incorrect device data. H6, adverse event problem codes, corrected data: initial report inadvertently submitted with incorrect health effect - impact code.

Manufacturer narrative:
D4, corrected data: supplemental report #01 inadvertently submitted the incorrect serial number.

Event description:
The suspect device was received by the manufacturer and is pending product analysis completion.